Event description:
It was reported that during follow-up in clinic, high out of range, high voltage lead impedance was observed on the right ventricular lead. No lead noise was detected, and the patient did not suffer any adverse consequence. Programming changes were made. Patient is in stable condition and will continue to be monitored.